Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure address pain, swelling and instability due to aseptic loosening, osteolysis and failure of the polyethylene liner. A revision operative report was provided. Intraoperatively, the surgeon observed black stained tissue, and the polyethylene was noted to be completely eroded through and had separated from the tibial base plate. The blackened tar tissue due to the metal-on-metal articulation after the polyethylene failure was removed. The femoral and tibial components were removed, and it was noted that there was a central area of bone loss in the tibia and a fairly large medial femoral condyle bone loss as well as central bone loss in the femur. No medical or surgical intervention was noted. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h11. The following sections were corrected: b5, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, disassembly, and femoral loosening, as reported, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 200-62-13 - cr tibial insert sz 2, 13mm, slope +; (B)(6) 200-02-32 - three peg patella 32mm; (B)(6) 230-03-02 - optetrak asy, cr cemented femoral, sz 2, multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01902, 1038671-2024-01903. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of polyethylene liner, osteolysis, aseptic loosening. Revision operative report was provided, and findings conclude that patient was negative for infection. Polyethylene liner was worn and separated from the tibial plate place and evidence of metal-on-metal articulation after the polyethylene failure, as well as aseptic loosening and osteolysis of the femoral and tibial components. There was a central area of bone loss in the tibia and a fairly large medial femoral condyle bone loss as well as central bone loss in the femur. No further issues or complications were reported. No additional information is available.